Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: procedure date and type of procedure, where procedure was performed? Specific medical/surgical intervention per patient? Are the product code and lot number for device (dermabond) used on each patient ? Patient pre-existing medical conditions was the patient exposed to similar products, such as artificial nails was demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported in a journal article that the patient underwent a procedure for a traumatic laceration on an unknown date and topical skin adhesive was used. The wound was possibly located on the face or the upper extremities. Deep suture may have been used. The patient possibly had incomplete wound approximation, inflammation, wound infection and/or wound dehiscence requiring repeat wound closure . Additional information has been requested.